Manufacturer narrative:
In total, four used (unpacked) ventilation hose systems and another four in original primary packing were returned. It can be confirmed for the unpacked items that the device-sided blue connector was detached from the hose. The requirements for the pull-off force for this kind of products are laid down in the applicable standard en (B)(4). The four originally packed systems as well as a number of other products taken from stock were tested and all of them could withstand the given force of 45n for the required 60 seconds. All of them did not detach before the pull-off force was raised to 90n. The distribution of glue at the surfaces of the devices under test were compared to the items that were returned with connector detached and, no differences could be observed. There is no reliable conclusion possible under which conditions the complained items became disintegrated; no indication for a material or manufacturing defect could be identified. An imaginable explanation would be the following: the blue connector has an area where the outer surface has a circumferential fluting indicating the area where the connector shall be grabbed during connection or disconnection of the circuit. This ensures that the shearing force applied to the gluing is reduced to a minimum. If the operator places his grasp on the tube during connection/disconnection, the likelihood for the applied force exceeding the pull-off force of the gluing is significantly increased.

Event description:
Please see initial-report.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported that the user observed more than one instance where the blue conical connectors at the end of anesthesia ventilation hose systems became detached from the hoses. This resulted in a leakage. No patient consequences were reported.